Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 364 mg/dl at time of incident and other blood glucose level was 500 mg/dl. The customer was using insulin pump within 48 hours of reported event. Customer stated that the auto mode feature of insulin pump was inactive. Customer was treated with bolus and manual injection. Customer stated that the insulin pump received insulin flow blocked alarm. The insulin pump will not be returned for analysis.